Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced a shocking or jolting sensation. It was stated, the patient "tried using their device once, and was shocked." It was stated, the patient had not used their device since. Additional information has been requested, a follow-up report will be sent if additional information becomes available.